Event description:
The customer reported to olympus that during hysterectomy procedure using ultrasonic surgical device, the jaw fell off in the patient and the pieces were removed from the patient. There were no error codes. The procedure was delayed for about 5 minutes. There was no medical interventions done outside the scope of the intended procedure. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.